Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 3 infusion sets being kinked on 13-may-2024, 15-may-2024 and 29-jun-2024. The blood glucose level was 300 mg/dl for first event, 408 mg/dl for second and 290 mg/dl for the third event. The site for insertion was located at abdomen, upper buttocks. The product was in use for 24 hours, while symptoms being noticed in 3 or more hours after insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available